Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were revised and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner cone prosthesis, 135°, uncemented¸ 22, taper 12/14, on the left side on (B)(6) 2016. It was stated that after preparing the femur with 22mm reamer and broach, surgeon impacted the 22 stem into place. The implant subsided below the level of the broach which was unacceptable to surgeon. A 23 implant was then impacted in to femur and position was acceptable.

Manufacturer narrative:
Additional information was received on may 17, 2016. Update: brand name, common device name, model and lot #, date received by MFR., type of reports, if follow up, what type?, device manufacture date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that, after preparing the femur with 22mm reamer and broach, the surgeon impacted the 22 stem into place. The implant subsided below the level of the broach which was unacceptable to surgeon. A 23 implant was then impacted in to femur and the position was acceptable. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Visual examination: only the wagner cone prosthesis 12/14 was received for investigation. The implant appeared inconspicuous with minor scratches deriving from the surgery. The laser marking on the product was correct. Device measurement: stem dimensions were within specification. Root cause analysis: assuming that the correct sizes of instruments were used (distal trial and reamer size 22), the trial stem and the implant have the exact same dimensions in the anchoring area. However, for a better final fit, the implant has twice as many rips. The conical reamer has the same contour but is slightly thinner than trial stem and final implant (including the rips). This makes it possible for the rip to be carved into the cortical bone and thereby reach sufficient press fit. The stem diameter downsizes towards distal with a cone angle of 2° in order to prevent subsidence. It is highly possible that the surgeon was unfamiliar with implantation technique. Conclusion summary in the reported complaint the use of the trial stem after the reaming process was not mentioned. Moreover, the relevant dimensions of the femoral stem were checked during final inspection with a 100% scope. In addition, a control measurement showed that the stem dimensions were within specification. Finally the visual examination did not reveal any conspicuousness and confirmed that the stem was labelled correctly. Manufacturing history records of both the stem and the reamer showed that released components met all requirements to perform as intended. Therefore, no exact root cause could be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).